Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion to deliver the stent. Upon removal the proximal end of the stent appeared to be "mangied". No pt injuries or complications occurred.